Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pains") and vaginal haemorrhage ("prolonged vaginal bleedings") in a (B)(6) female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and fallopian tubes removal performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for pelvic pain and vaginal haemorrhage with essure. The reporter commented: the physician had made a search to patients having essure implants inserted in their hospital during the years (B)(6) 2014 - 2017. From 185 essure insertions they found problems. This case refers to a patient who after essure insertion had hysterectomy and fallopian tubes removal performed on (B)(6) 2017 due to prolonged vaginal bleedings and pain. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 9808 cases. Vaginal haemorrhage: the analysis in the global safety database revealed 99 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (valvira on 02-feb-2018. The most recent information was received on 12-jul-2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pains") and vaginal haemorrhage ("prolonged vaginal bleedings") in a 45-year-old female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and fallopian tubes removal performed on (B)(6) 2017.) And surgery (hysterectomy and fallopian tubes removal performed on (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for pelvic pain and vaginal haemorrhage with essure. The reporter commented: the physician had made a search to patients having essure implants inserted in their hospital during the years 2014 - 2017. From 185 essure insertions they found problems. This case refers to a patient who after essure insertion had hysterectomy and fallopian tubes removal performed on (B)(6) 2017 due to prolonged vaginal bleedings and pain. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: 1. Pelvic pain: the analysis in the global safety database revealed 11.722 cases. 2. Vaginal haemorrhage: the analysis in the global safety database revealed 412 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 12-jul-2018: during internal review it was notified that the previously reported initial receipt date (B)(6) 2018 is incorrect. The correct initial receipt date of the case is (B)(6) 2018. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.